Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 1000mg/dl. The customer had not reported symptoms and was treated with bolus with the pump. Customer's blood glucose value was over 600 mg/dl. Troubleshooting was performed. The customer had visited the hospitalized on (B)(6) 2017 at 6:00 pm. The blood glucose value when admitted to hospital was 1000 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. Customer outcome pertaining to the complaint was to monitor issue. The customer had declined further troubleshoot. The product was not returned for analysis.